Manufacturer narrative:
Manufacturer evaluation of the instrument logs show that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 14:02pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties for bottle 7 (ethanol) were reset at 14:02pm on (B)(6) 2018. This action set the ethanol concentration in bottle 7 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 7 remained unchanged at (B)(6) because the bottle had not been removed from the instrument for sufficient time to replace the reagent. Although the complainant reported that sub-optimal tissue processing was identified from a "factory 4-hour xylene standard" protocol in retort a which completed at 02:30 am on (B)(6) 2018, the instrument logs show that the "factory 4-hour xylene standard" protocol comprising (B)(4) cassettes, which started in retort a at 21:22 pm on (B)(6) 2018, failed at 23:36 pm on (B)(6) 2018, as a consequence of the error codes "230" and "130" recorded for bottle 13 during step 9 of the protocol. These error codes indicate drain and fill timeout respectively. The tissue samples from the failed protocol remained in the retort for approximately one (1) minute covered with the reagent from bottle 13 (xylene at (B)(6)) until a user intervened at 23:37 pm on (B)(6) 2018. No information as the regimen used to complete the processing of these samples was provided. The "factory 4-hour xylene standard" protocol comprising (B)(4) cassettes, which started in retort b at 22:32 pm on (B)(6) 2018 was concurrently in progress and completed successfully at 02:30 am on (B)(6) 2018. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used for the final dehydration step of the "factory 4-hour xylene standard" protocol started in retort a at 21:22 pm on (B)(6) 2018; and the "factory 4-hour xylene standard" protocol started in retort b at 22:32 pm on (B)(6) 2018. The reagent in bottle 7 (ethanol) was also used in the final dehydration step of three (3) other protocols which started on (B)(6) 2018. The minimum final reagent concentration required for ethanol is (B)(6). The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the five (5) protocols which started on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 14:02 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause of the failure to fill and drain xylene from bottle 13 into retort a on (B)(6) 2018, leading to the failure of the "factory 4-hour xylene standard" protocol started in retort a at 21:33 on (B)(6) 2018, could not be unequivocally determined from the information available. However, an undetermined contaminant, from an undetermined source, of a density different from that of xylene, which was found in bottle 13 during on-site investigation on (B)(6) 2018, may have been a contributing factor to the fill and drain failures.

Event description:
Leica biosystems received a complaint that the quality of processing of 100 tissue samples from a four (4) hour protocol run in retort a was sub-optimal. The complainant described the tissue involved as "ruined"; advised that 90 cases had been diagnosed and 10 blocks were being re-processed; and error codes "130" and "230" were visible in the logs in relation to bottle 13. On (B)(6) 2018, a leica field support specialist (fss) and the field support engineer (fse) attended the customer site in order to investigate the circumstances involved in this complaint. The leica representatives documented that: "customer attempted to clean retort when cleaning was not required and tried to bypass the warning of incompatible reagent in the retort by pumping paraffin into the retort". The leica representatives measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 3, 7 and 9. The measured ethanol concentration in bottles 3, 7 and 9 was (B)(6) respectively; and the calculated concentration was (B)(6) respectively. On (B)(6) 2018, leica biosystems (B)(6) received information that the tissue from all cases exhibiting sub-optimal tissue processing was diagnosable.